Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician evaluated the device and confirmed the battery capacity being too low. The battery was requested to be returned to the manufacturer for further evaluation. The device was put back into service after the battery was replaced and the device was successfully tested to manufacturer specifications. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that the device was being used to support the patient. They were aware that the capacity of batteries was not enough when they tried to change it to "battery mode". The device had been still used because the other functions were fine. The device could support the patient under "line-power mode". In addition it was stated that this is a complaint of short capacity of batteries on rotaflow console. It couldn't just run under "battery mode" in full time (90 min). There is no any malfunction except the battery capacity. There was also not any injury or issue to a patient. (B)(4).

Manufacturer narrative:
Information received from the customer has confirmed that the shipping regulations prohibit the return of the battery for further investigation at the manufacturing facility. There was no patient injury reported.

Event description:
(B)(4).